Event description:
It was reported that PICC broke. No other information was provided. Additional information received: it was reported that the PICC was broken at the proximal end of tubing.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3fr s/l powerpicc sv catheter. Usage residues were abundant throughout the sample. Kinks and discoloration were observed along length of the extension tube. A partially circumferential split was observed at the luer/tubing joint. The sample kinked preferentially near the split. Necking was observed in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The fracture features were consistent with material failure due to repetitive torsional stress. The location of the damage, extensive use residue and extension tube deformation suggested that catheter securement, access and maintenance techniques may have contributed. It appeared; however, that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as 'cause unknown' at this time. Potential additional contributing factors include poor bonding between the luer and the extension tubing and environmental factors influencing extension tubing material mechanical properties. A lot history review (lhr) of redu2999 showed six other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC broke. No other information was provided.